Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The facility technician replaced the air separator assembly and actuator board. The machine was returned to service and parts were not returned to the manufacturer for evaluation as the parts were discarded.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufactured via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.